Event description:
It was reported that pump experienced malfunction, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, and was instructed to continue using pump and to call back if issue happened again.